Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer was hospitalized due to her diabetes. The customer had gastroparesis and she was in the emergency room because she was throwing up. The customer received medication for her vomiting.